Event description:
It was reported to the manufacturer by the end user: wife was transferring husband from bed to wheelchair. Has previous experience with lifting process but first experience with hoyer brand lift. Placed sling under patient while in the bed. U-sling style but does not know if hoyer brand. Pushed button to raise lift and she turned his body to have legs over the side of frame. Lift was fully charged overnight. As legs were being turned, she felt husband was not as high as normal when using previous lift. Continued transfer and during swing to wheelchair, resident was lowering without a button push and then realized lift was tilting and she immediately started pushing down button. Within seconds husband was on floor and lift was over him. Mast was completely bent at mast tightening knob. No injury occurred at time other than distress of incident and unscrewing the mast tightening knob to allow movement of the lift from over husband.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.